Manufacturer narrative:
The reported no communication anomaly was confirmed in the laboratory. Analysis found the loss of communication was due to a low battery voltage. No high current drain measurements were found throughout bench, stress and automated testing. The battery was returned to the vendor for destructive analysis. No internal anomalies were found. The cause of the premature battery depletion was not determined.

Event description:
It was reported that the device would not interrogate. There was no pacing. The device was explanted and replaced.